Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intended to deliver an extended bolus, but stopped insulin delivery to take a shower. The contact called tandem technical support to inquire if the extended bolus got canceled when insulin delivery had been stopped. Tandem technical support informed contact that this would cancel the extended bolus. Additionally, review of the customer's bolus history showed that the customer did not receive the full extended bolus. Customer's blood glucose level was reported to be 284 mg/dl. It was confirmed that the customer would deliver a correction bolus to address bg level.